Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having severe constant cough and her lungs felt inflamed. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black contamination (dust-like) contamination and tiny gray fibers or hairs were at the air inlet of the blower box, spots of potential mineral deposits at the air inlet hole, light dust-like contamination on top of the blower motor and the blower motor seal, gray contamination inside of enclosure, black contamination which consistent with keratin is present at the air outlet of the blower box, tiny unknown black and white specks of contamination on the bottom the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found error e-4 logged. The manufacturer concludes there was multiple evidence of contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.